Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 10/12/2022, corrected. Manufacturing date: 07/26/2022.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received from the user stated that the anesthesia system worked normally and no error codes were generated after a restart of the anesthesia system and re-positioning the patient cassette.the device was monitored after the event and no further issues have been reported ever since the event. We have not been able to obtain the device logs to confirm the reported issue. We have not been able to determine the cause of the reported technical error codes.

Event description:
Manufacturer's reference number: (B)(4).